Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare profession reported the freestyle libre reader touch screen was not responding, and as a result customer's glucose was unable to be monitored. The healthcare professional reported the customer required hospitalization for unspecified treatment to "rebalance blood glucose". There was no report of death or permanent injury associated with this event.